Manufacturer narrative:
The manufacturer and brand of the pelvic mesh product implanted is unknown. Implanted in 2012.

Event description:
It was reported that the patient had a sling implanted. Following the implant the patient had incontinence that was worse than baseline and another continence device was implanted on (B)(6) 2014. No additional patient complications have been reported in relation to this event.